Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is used for treatment not diagnosis. Device was not returned for evaluation. Complaint cannot be confirmed.

Event description:
Consultant reported during a retrograde nailing procedure surgeon inserted the nail and was going to insert the screw distally. The construct consisted of inertion handle(357.112), aiming arm (357.096), 5.0mm trocar (357.098), 11/8.0mm protection sleeve (357.76) and 8/5.0mm drill sleeve (357.097). The surgeon could not line up with the hole in the nail to insert the screw. Surgeon removed the construct and drilled and inserted the nail freehand. The procedure was completed with no further complications. Surgeon stated possibility of the trocar not being "doun" all the was due to a lot of tissue. Please note the aiming arm, insertion handle and protection sleeve are all service and repair items and will not be returned to the chu. This is report 3 of 3 for a handle with an unknown lot number for (B)(4).